Event description:
Reportable based on device analysis completed on 04 jun 2024. It was reported that a catheter issue occurred. The opticross imaging catheter was advanced for ultrasound examination of the target lesion. During the procedure, the front end of the catheter was damaged and could not show the image. The procedure was completed with another of the same device. There were no patient complications reported. However, device analysis revealed the imaging window and drive cable were twisted.

Manufacturer narrative:
The device was returned for analysis. Visual and microscope inspections revealed that the sheath was kinked, and the imaging window and drive cable were twisted. An imaging core windup and broken drive shaft began 29.7 cm from the distal end of the connector shaft. Impedance test shows an electrical open proximal end of the catheter. Based on the evidence, the as reported code of tip damaged and image lost are confirmed.